Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11 the device was returned to olympus for inspection, and the power switch was cracked and the lamp did not light up. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the halogen light source was lamp not working and when it heats up the system shuts down. The issue occurred during preparation for use on an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.